Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a burning sensation from the implantable neurostimulator (ins) site since approximately (B)(6) 2015. The condition worsened after they went to a reflexology appointment. The patient's medical history included fibromyalgia. The manufacturer representative had no further information at this time as the patient had not responded to follow-up.

Event description:
Additional information was received from the patient reporting that the burning started within a few months after the implant. They had always had the burning on and off. The patient had been going to reflexology to help pain, fibromyalgia, water retention in legs, and to de-stress their body. They had been going to the same person for reflexology because they knew about the implant and where to rub light and where not to. That person was on vacation so the last few times for a month the patient saw a different person who had a different way of doing things. With the patient's fibromyalgia it was hard to not come out sore because their tender spots change all the time. The patient reported that there was a language barrier with the reflexologists so it was hard to explain. The patient was going to ask someone to write a letter for the patient to give to the reflexologist explaining. In (B)(6) the patient had a reflexology session and believed the lady had been a little too harden the area of their battery pack, which they believed was near their bra line towards their mid back. The patient's boyfriend thought that the battery and device were really close to each other. The patient had extreme pain in the middle of their back after the last sessions along with really bad burning. Since then, it had almost gone away except for the burning that the patient got from time to time. They believed the reflexologist rubbed a certain area and it had since gone away. The patient asked the reflexologist to not run that area and now just got that feeling on and off. It was reported that the burning only happened sporadically sometimes barely enough to feel it. However, sometimes, it was really severe where they had to run it or grin and bear it if they could not rub it out. The patient had not had any episodes lately. The patient stated that their primary health care professional (hcp) was currently managing their pain. They were going to try to get their health h issues back on track before throwing in another hcp. The patient stated that they would reach out if anything new arose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.